Event description:
It was reported that on (B)(6) 2012, the glenoid fractured during implantation of glenoid components. Final impaction of the glenosphere was done with obvious delicate blows to avoid further damage to the reconstructed glenoid. On (B)(6) 2013 the as inverse humeral cup, off center and the as inverse humeral pe-inlay 36-3 components were replaced following disassociation of the glenosphere taper. The surgeon noticed clear damage to polyethylene part/ component due to disassociation fo the glenosphere.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. Once we have more relevant medical info an updated report will be submitted. (B)(4).